Manufacturer narrative:
(B)(4). Review of non-contrast CT¿s 6 years post-implant reveled that a talent stent graft system was implanted in the patient. As the films were non-contrast measurements were approximate, and limb patency and any possible endoleak could not be assessed. The bifurcate was positioned ~3 ¿ 4cm below the renals, and two other manufactures aortic cuffs (gore) were seen implanted inside the bifurcate up to the renals. A stent was seen within the left renal artery. The ipsi limb was positioned within the right common iliac and the contra limb was implanted into the left common iliac artery. The bifurcate aortic body was angulated 80 deg l-r relative to the limbs. The proximal neck diameter measured ~29mm, the proximal od of the cuff was 29mm, and the proximal od of the bifurcate was 29mm. The distal limbs appeared well opposed to the iliac arteries with adequate seal length. The max diameter aaa was 9cm. No other obvious stent graft issues were observed from these non-contrast films. The exact cause of the stent graft migration leading to the proximal type I endoleak, and the current aneurysm expansion could not be determined from the images provided. Earlier post-implant films were not available for review and comparison. The films returned were non-contrast, therefore any possible endoleak could not be assessed. However, there does appears to have been disease progression (neck dilatation) since the original implant, based on the pre-implant sizing worksheet, which likely contributed to these events. A possible increase in neck angulation may have also occurred during the implant duration. Other manufacturer's aortic cuff¿s may have also contributed to the recent aaa expansion.

Event description:
Additional information was received for this case. Additional information received clarified that the physician did not believe the patient's high creatinine level was related to the talent stent graft. In addition, the previously reported proximal type I endoleak occurred with another manufacturer's cuff. An angiogram was performed and only a type ii endoleak was identified.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in patient for endovascular treatment of a 67mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 30 mm in length and ranged 22, 23, 24, 25, 26mm in diameter from proximal to distal. The right common iliac artery measured 11, 14 mm in diameter from proximal to distal. The left common iliac artery measured 12 mm in diameter. The aortic neck was mildly angulated and conical. The patient had two cuffs from another manufacturer implanted approximately five years post implant due to migration and endoleak. It was reported that a non-contrast CT scan done on an unknown date showed that the talent stent graft has migrated. The patient had high creatinine level, so a non-contrast CT was done. The physician believes that there was a proximal type I endoleak because the aneurysm had expanded to approximately 95 mm in diameter. The physician plans to monitor the patient and perform intervention if there was a proximal type I endoleak. Per the physician, the cause of the migration leading to proximal type I endoleak was unknown. No additional clinical sequelae were reported and the patient is being monitored by the physician.